Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose (bg) level was reported to be elevated (exact value was not provided). Reportedly, the customer's bg had been higher than normal on the date of the reported event. However, the customer was unsure if the elevated bg level was due to the reported issue. It was indicated that the customer had manual injections for alternate insulin therapy.